Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a system message displayed during lasik procedure of the left eye. The reporter indicated the laser stopped at four percent of treatment and would not proceed. The patient was moved to another laser, and the procedure was completed with no harm reported. Reporter indicated the patient outcome was good.

Manufacturer narrative:
Log file review indicates the user performed three treatments without any issue before the fourth was interrupted by the system several times due to the warning message. The user tried to go on with the treatment four times without success, the same energy warning interrupted the treatment every try before the treatment was aborted by the user. At the visit on site the field service engineer (fse) identified a meter was 100% saturated. The fse changed the meter and the control board. Sample evaluation: testing for both components could not reproduce any error. Further testing of the board by the supplier could not determine any defect. Both components show no deviations during testing. The reported issue could not be reproduced, and the components meet the company requirements. The root cause cannot be determined conclusively. (B)(4).